Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm / injury reported" (no consequences or impact to pt). Product problem(s): "system would not switch to fluid air exchange mode" (device operational issue). The customer reported: the system would not switch to fluid air exchange mode. No pt impact was reported. Add'l info was requested.